Manufacturer narrative:
The reported event of ventricular set screw anomaly could not be verified in the laboratory. The device was tested on the bench and found the is-1 septum was partially removed. The set screw was not returned with the device. A test set screw was used for the is-1 port and the screw operated normally. The right ventricular df4-llhh was analyzed and found to be normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant the set screw on the implantable cardioverter defibrillator failed to tighten. The device was replaced. Patient was stable